Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos and 1 physical sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection and testing of the samples. Analysis of the sample showed that in the photos it was observed the body of the housing component is cracked. The physical sample was evaluated and it was observed the body of the housing component is broken, also an underwater leak test was performed and the leak was observed. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns component damage and leaked this is a complaint about medicinal solution leakage during use. It was reported that imfinzi was being administered via a 515540-zat infusion line connected to a 515537-zat infusion line. The patient noticed a leak midway through the infusion and reported it to a nurse. Upon inspection, a crack was found on the bottom of the 515537-zat infusion line with c35, causing a leak. The infusion was immediately suspended and the infusion line replaced with a new one. A similar incident had previously occurred at the same facility (B)(6). This time, the incident occurred with imfinzi; no medications at risk of cracking, such as lipid emulsions, were being used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.